Event description:
It was reported that the patient presented to the hospital with their heart rate in the 40 beats per minute range. The device malfunctioned due to a programming error causing the unit to not fire. The patient was admitted to the hospital and the device was reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).